Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed with the plunger, suture, cuffs, and needles were in the pre-deployed position, contradicting the reported product experience. Inspection revealed that the link was slacking, suggesting that the foot might have been deployed. There was dried blood observed throughout the device, indicating that the device had been introduced into the patient anatomy. There were no damages detected. During testing, the luminal blood marking was performed and the result met the manufacturing criteria. Needle deployment could not be performed during testing because of excessive dried blood in the device. Based on the investigation findings, the reported product experience could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected as a result of this investigation. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited the partially deployed device. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after device removal the sutures were no captured. A second proglide device was used to achieve hemostasis. A 7fr sheath was used to introduce the device into the artery. There was no reported clinically significant delay in the entire procedure. The physician is reported to be training in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.